Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that after significant weight loss, patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025, where the ipg was explanted and replaced. Therapy was restored post-operatively.